Event description:
It was reported that noise was seen during a followup, and there was an apparent lead fracture. The lead was capped and replaced. When the new lead was placed, there were three paced beats, then no output. The leads were manipulated in the header, and only occasional positional pacing was noted so a header issue was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.